Manufacturer narrative:
The analysis on the power switching board was completed by medtronic personnel. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the computer would intermittently boot to the operating system and application software. It was reported that the power supply was defective and that the hard drive would intermittently become inaccessible.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced and a power switching board was upgraded. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by manufacturer for evaluation. The suspect switch board has been received by manufacturer for evaluation but the results are not yet available.

Event description:
A medtronic representative reported that while outside of procedure the imaging system would not boot past standby mode. There was no patient present at the time of the issue.